Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sleeve/cover on a bd phaseal¿ injector luer lock n35 was broken. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Retained samples were not taken for investigation. The claimed defect only occurs when the safety sleeve is broken (misuse). No pictures or samples are available for investigation. Investigation conclusion: the defect is caused due to a misuse of the device.

Event description:
It was reported that the needle sleeve/cover on a bd phaseal¿ injector luer lock n35 was broken. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that the needle sleeve/cover on a bd phaseal injector luer lock n35 was broken. No serious injury or medical intervention reported.